Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Insulin pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker.

Event description:
It was reported that the device alarmed a button error alarm. Customer's blood glucose was 4 mmol/l. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.